Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes has a short shot molding defect on the cap. There was no report of patient impact.

Manufacturer narrative:
E.4. Initial reporter facility name : (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes has a short shot molding defect on the cap. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes d.4. Returned to manufacturer on: 20-dec-2023. H.6. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for short shot (molding defect) was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and upon completion the indicated failure mode for short shot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of short shot. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.